Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, the ventricular lead could not be properly connected into the pacemaker port. After 15 minutes of testing and checking if the lead was working properly, the pacemaker was replaced. With the second pacemaker, there was no issue to connect the lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During a pacemaker replacement procedure, the ventricular lead could not be properly connected into the pacemaker port. After 15 minutes of testing and checking if the lead was working properly, the pacemaker was replaced. With the second pacemaker, there was no issue to connect the lead.